Event description:
It was reported that the caregiver (cg) was not sure if the home patient (hp) used a flexicap when disconnecting from the homechoice (hc). The technical service representative (tsr) explained the flexicap to the cg. The tsr stated that the hp should be using a flexicap every time the hp disconnects from the set. The tsr assisted with ending the therapy and getting the set out. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for use error breach of aseptic technique, where the home patient (hp) did not use a flexicap when disconnecting from the homechoice (hc). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.